Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the main tube to have a 2" long, .200" wide section directly above the proximal clevis with material removed. The damaged area is parallel to tube's longitudinal axis. Additionally, within the damaged area there is a single deep scratch. Based on the location and appearance, the damage may have been caused by a cannula accessory and instrument collision. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received. The endowrist instruments for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during an inspection prior to a procedure the endowrist prograsp instrument was found to have burrs on it. No add'l info was provided. No pt harm, adverse outcome or injury was reported.